Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803.

Event description:
In this event, it was reported that a nitiflex file has loss of quality (customer dislikes product) but the investigations showed that the file returned was broken. Further information has been requested. The event outcome is unknown as of this MDR evaluation.